Manufacturer narrative:
H6 updated component code balloon no longer applicable the delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review, lot history review was not done due to limited information. The following instructions for use and manuals were reviewed; IFU s3/s3u/s3ur with commander delivery system and procedural training manual. No IFU/training deficiencies were identified. As the complaints for valve deployment inflation difficulty and/or incomplete inflation partial or slow was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for valve deployment inflation difficulty and/or incomplete inflation partial or slow was unable to be confirmed as no procedural imagery was provided for evaluation. A review of the device history record and lot history was unable to be performed as no work order number was provided and therefore, a presence of manufacturing non-conformances could not be identified. A review of IFU/training materials also revealed no deficiencies. As reported, during deployment the valve and commander system was inflated to approximately 60%. The physician noted that there was no more volume in the atrion and pulled negative on the atrion, they quickly de-aired the commander, adjusted the atrion to appropriate volume and inflated to 100%. Additional information received states, per additional information, there was no use error, there was not sufficient volume to fully inflate, the original volume was set and checked and they were unsure as to where volume was lost however suspected a loose connection. The device performed properly on second inflation which shows the product was intact and performed appropriately. Therefore, per additional information received, it is possible that the inflation device was not fully tightened, thus allowing contrast medium to leak out of the connection. As such, available information suggests that use error (insufficient tightening of the inflation device) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Device not returned investigation is ongoing see manufacturing report number 2015691202315373 for related event.

Event description:
As reported by field clinical specialist, during deployment the valve and commander system was inflated to approximately 60%. The physician noted that there was no more volume in the atrion and pulled negative on the atrion, they quickly de-aired the commander, adjusted the atrion to appropriate volume and inflated to 100%. As there was not sufficient volume to fully inflate, the original volume was set and checked and they were unsure as to where volume was lost however suspected a loose connection. The device performed properly on second inflation which shows the product was intact and performed appropriately.